Manufacturer narrative:
The product was returned to olympus service team. The complaint was confirmed; the device has error e226 and fluid invasion due to leak at s-cover and failed instrument channel leak. The most probable cause of the complaint is d02 - component failure, expected or random component failure without any design or manufacturing issue due to c0601 - degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. However, a root cause could not be should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a e216 and e226 error. Additionally had no image. There was no patient involvement.